Manufacturer narrative:
The device was evaluated by the manufacturer and the device overheated during evaluation. The upper bearing had a buildup of debris and is most likely the reason for the overheating. The device was repaired and returned to the customer.

Event description:
The device was sent in for an unrelated issue and it was found during testing that the device heats up. There were no adverse consequences reported.